Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported they had an angio-seal device that did not deploy, and that the plate did not come out. There was no injury or medical intervention. Blood loss was reported to be less than 250 cc. The procedure outcome was good and the patient was reported to be in good condition. Additional information was received on july 18, 2018. The procedure performed for the patient, prior to attempted use with the angio-seal device, was a diagnostic catheterization. A 6fr sheath was used. A pre deployment angiogram was performed. All components were removed from the patient, due to deployment difficulty. Hemostasis was achieved by manual compression. The patient was in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. It was initially reported the device was available for evaluation, however the device has not been received. If the sample becomes available, further evaluation will be performed. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Based on historical device history, pullout has been known to be caused by user error, kinks in the carrier tube assembly, and obstructions to the anchor posting to the distal tip of the hemostatic sheath. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.